Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after performing anastomosis for the margen and small intestine, a nurse found a needle tip was missing on a instrument table. It was not found in the needle holders. An x-ray test was performed, but nothing was found from the patient's body. It was unknown if the needle parts fell into the cavity or not. The last known patient status: under observation. Operating time not extended. Tissue damage: no. No bleeding. Follow up with the account still has not provided report of any injury to the patient (other than the exposure to the x-ray) and it is confirmed that the issue did not extend the normal or time, extend an incision or results in added blood loss of complications as a result of the product issue. Patient information is not available from the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted five needles and three sutures. Four needles were received bent. Upon microscopic inspection of the needles, instrument marks were observed at the bent site. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. One needle was received with the needle tip broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site. The returned sample as received was found not to meet quality release specifications after application in the clinical setting and, due to the received broken and bent needles, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.